Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that there was no capture during implant and the lead was replaced. No adverse consequences for the patient were reported.